Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (b)(^) as follows: when the surgeon opened the package, he found a white powder around the screw head. It appears to look like flakes of plastic. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. We did receive the complained locking screw for investigation. Here the feedback: this with powder which was described in the device report was shaved off the package. Throughout the transport of this screw, the screw head with the thread was slightly moving and shaving off the inside surface of the package. The device history record was researched for the listed article; no abnormal findings were identified. This occurrence must have happen during the transport. This screw can get cleaned and re sterilized if such problems do occur in the future. We are aware of the problem and trying to search for a better solution.